Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 1553201035, 510k# k113174 and upn (B)(4) is available for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with rod breakage at the right side of the l2/3. Patient underwent a procedure for reinforcement of rods on both sides from t12-l5 with 6 rods. There was a delay of more than 60 minutes. No patient complications reported as the result of the event.